Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic distal gastrectomy procedure, the surgeon pushed the blue button of the handle, however the knife stopped on the halfway. The procedure was completed with another device. No harm was caused to the patient.